Event description:
Boston scientific received information that upon interrogation this pacemaker exhibited an alert code and it was noted that the device was in safety mode. Boston scientific technical services (ts) discussed this code was unable to be reset and device replacement was recommended. The patient was admitted to the hospital, and this pacemaker was explanted the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted tool marks on the header. Detailed analysis was performed and it was determined that the device entered safety mode due to multiple detections of memory corruption. The cause of the corruption could not be determined. The device passed manual pacing and sensing tests. The field observation was confirmed and the reason for the safety mode was determined to be memory corruption; however, the cause of the memory corruption was not able to be identified.